Event description:
Septic arthritis [septic arthritis] ([effusion (l) knee], [knee pain], [foreign body in knee], [purulence]). Inability to ambulate [unable to walk]. Device malfunction [device malfunction]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states was received on 08-feb-2018 from a pharmacist via health authority (us FDA (food and drug administration) (B)(4)). This case concerns a female patient (age unspecified) who received treatment with synvisc one and after unknown latency the patient experienced arthritis bacterial, inability to ambulate; also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with single intra-articular synvisc one injection, at the dose of 6 ml once (indication: not reported; batch/ lot number: 7rsl021; expiry date: 31-may-2020). On (B)(6) 2017, (unknown latency after starting treatment), the patient developed severe knee pain with inability to ambulate, had left knee aspirated. Patient was taken to surgery and had left knee excision and debridement with removal of foreign bodies, found to have large amount of synovial fluid with some purulence. Patient continued 6 weeks of intravenous (IV) antibiotics for septic arthritis. Corrective treatment: IV antibiotics; left knee excision; debridement for septic arthritis and inability to ambulate. Outcome: unknown for all. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: in-patient hospitalization and required intervention for all. Pharmacovigilance comment: sanofi company comment dated 23-feb-2018: this case concerns a patient who received synvisc one injection from the recalled lot and developed septic arthritis. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. However, due to lack of information regarding medical history, concomitant medications, investigation details and past drugs complete medical assessment of the case is difficult. Therefore, the causal relationship of the events to the products cannot be excluded.